Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 3/10 ml/cc foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported she's seeing excessive amount of "medical grade silicone" in barrel of syringes. Stated, she has concerns about the silicone compromising the "potency" of her insulin if he gets inside vial. Stated, she will not use syringe if she sees the liquid coming out onto needle tip. Stated, she will be bringing this matter to her doctors attention. Lot: 2206675. Catalog: 328440. Date of event: unknown. Samples: yes, stated she will be sending back the remaining syringes in two boxes with same lot# cl. Adverse events: when did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2206675. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 3/10 ml/cc foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported she's seeing excessive amount of "medical grade silicone" in barrel of syringes stated, she has concerns about the silicone compromising the "potency" of her insulin if he gets inside vial. Stated, she will not use syringe if she sees the liquid coming out onto needle tip. Stated, she will be bringing this matter to her doctors attention. Lot: 2206675. Catalog: 328440. Date of event: unknown. Samples: yes, stated she will be sending back the remaining syringes in two boxes with same lot# cl. Adverse events: when did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no.